Event description:
The lay user/patient left a voicemail at lifescan another country on 09/12/07 and alleged that his one touch ultra meter (serial number not provided) was reading inaccurately high. Lifescan canada attempted to contact the pt at the phone number provided, however, the number was out of service. Therefore, this complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that due to the inaccurate high result on his meter, he took too much insulin and passed out. There is no further info provided regarding the events leading to the pt passing out, and no blood glucose results are provided. There is also no info as to if/what medical attention the pt may have rec'd. Although there is insufficient info provided, this complaint is reported because the pt alleged obtaining inaccurate high results on the subject meter, as a result took too much insulin and later passed out.